Manufacturer narrative:
(B)(4). G2: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the sizing handle was broken during a procedure. No patient harm was reported as a result. Additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h11 visual examination of the returned product identified the plunger is fractured within the sizer handle body. Fracture analysis has been previously analyzed for this fracture location where overload was identified as the mode of failure. No fractured pieces were returned with the device for review. Distal tip of the sizer handle body is twisted/bent with gouges and deformations. Device shows signs of previous usage with nicks and scratches around multiple components of the device. No other damage noted. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event is confirmed via returned product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.